Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six(6) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the middle port. The leaks were discovered prior to patient use during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Eight (8) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak from the spike port cap was observed in 5 samples. No leak was observed in the other 3 samples. The reported condition was verified in 5 samples and not verified in 3 samples. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.